Event description:
No additional event information is available.

Manufacturer narrative:
Upon receipt of additional information that this event was reported under (B)(4) it has been determined that this event was previously reported and that this report is a duplicate. This initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device was sent in for preventative maintenance and a repair is needed. The comb was damaged and screw replaced, loose bearings replaced. No adverse events were reported as a result of this malfunction.